Event description:
A surgeon reported a pt experienced blurry vision following intraocular lens (iol) implant surgery. He stated the pt was checked at an outpatient clinic and binocular intra-opacity was noted. The surgeon reported the pt was hospitalized and diagnosed with a fog opacity on both the anterior and posterior iol surface. On (B)(6) 2011, the iol was removed and replaced and a vitrectomy was performed. The surgeon reported the pt's symptoms have resolved in this eye and it is unk what caused or contributed to the event. There are three medical device reports associated with this event. This is for the bilaterally implanted pt's right eye.

Manufacturer narrative:
Eval summary: product eval: lens was returned for eval. Solution and optic damage were observed. Haze was not observed on the lens other than the removal of the clinical solution. Results from the product history record review indicated the product met release criteria. Root cause: the root cause cannot be determined from the investigation. Other than the removal of the clinical solution from the iol, no visible haze is observed on the returned product. The investigation is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Add'l info was requested and a completed questionnaire was received from the surgeon on 08/03/2011. (B)(4).